Manufacturer narrative:
(B)(4).

Event description:
It was reported "iabp not holding charge". Additional inofmraiton states that the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4). The reported complaint of "iabp not holding charge" is not able to be confirmed. The product was not returned for investigation. According to the service report, the issue was not able to be duplicated. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undeterm ined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "iabp not holding charge". Additional inofmraiton states that the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "unknown".